Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error. The field service engineer confirmed the reported technical error code for an internal power error. The monitoring printed circuit board (pcb) was replaced which resolved the problem. New software was installed and the repair closed. No device logs were received and the replaced pcb was not returned for investigation. No further issues have been reported. If the indicated fault condition with an internal power error occurs during ventilation, ventilation may stop and audio-visual alarms will be generated. The reported problem was resolved by replacing the monitoring pcb. As no part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).